Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that "today, I had an outpatient that came in for a PICC exchange because the PICC she had insitu was leaking. When I pulled the PICC out I noticed a small slit at the 3cm mark, originally when the PICC was inserted it was at the hub. When the patient came in it was at 0cm. On removal of the entire catheter, it was noticeably curled. Original insertion was on (B)(6)." No other information was provided.